Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited of a whitish foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from scope cover. The event can be detected/prevented by following the instructions for use which state: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.